Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blisters under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the device to allow blisters to heal. Follow up indicated that the blisters improved. Reportable: blisters, low severity, medical intervention, improved.